Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.